Event description:
The customer reported via phone call that she was experiencing high blood glucose of 450 mg/dl. The customer stated she was pushing the plunger to get insulin and received a button error alarm. Customer stated she wears the insulin pump in her bra and it might have been exposed to moisture. The customer declined to continue the replacement process; she was not feeling good and wanted to call back. It was offered to call 911 but she declined and stated she was with some people and would be fine. Most recent blood glucose value was 350 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.